Manufacturer narrative:
Device evaluation of battery charger (B)(6) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon investigation the battery charger had contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged charger.

Event description:
A us distributor reported that a swiss patient was experiencing battery/charger faults.

Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon investigation the battery charger had contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged charger.

Event description:
A us distributor reported that a swiss patient was experiencing battery/charger faults.